Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the daily insulin delivery totals appeared to be inconsistent due to time/date issue. A review of the black box history revealed multiple instances of the time and date defaulting to factory settings followed by a power on reset. The time and date was found to be manually set to 12am on (B)(6) 2013 and was manually set to 5:02pm (B)(6) 2013. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, the pump opened and there was internal battery failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating on (B)(6) 2013 the patient experienced a blood glucose (bg) value of 498mg/dl with dizziness and heart palpitations. The patient¿s heart reportedly was racing. The patient reportedly changed out the site/set on (B)(6) 2013 and denied having any issues. It was noted that the site/set was replaced every 2 days; the patient denied air bubbles or leaking. The patient reportedly used the same insulin vial when the site/set was changed on (B)(6) 2013. It was noted that patient used refrigerated insulin when the cartridge was filled and was not cycling the cartridge. It was noted prior to the call with customer support (cs); the patient was being treated via insulin pen. Cs reviewed the pump with the patient and no issues were noted with the programming/settings on the pump. No delivery issues were noted with the pump. Pump history indicated that the total daily dose added up correctly. The patient reportedly was able to successfully perform an air bolus with the pump at the time of troubleshooting. The patient was not implicating the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was using the same insulin, was not cycling cartridges appropriately, was using cold insulin and also had pulled the infusion set out of the site.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.